Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope with exertion. The right ventricular (rv) lead exhibited intermittent undersensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.